Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor or pthis alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded motor home switch, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed displacement verification test. Insulin pump passed the test. Customer was assisted with rewinding the insulin pump. Customer stated that pump error occur during the rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.